Event description:
It was reported that during a hepatectomy procedure, the jaws broke. The manual activation does not work, just the pedal the device could not be managed to set it for manual activation. There was a failure of the generator, overheating of the disposable. They did not have these problems when using the gen04 generator. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.